Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown.

Event description:
Related manufacturing ref: 3008452825-2021-00213. During an atrial fibrillation ablation procedure, abnormal movement occurred on the catheters occurred during ablation. New ablation catheters and new patch kits were opened to mitigate the issue. However, the electrode on one of the patches that is supposed to be covered in gel is exposed. The case was aborted with no consequences to the patient.